Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2015 and mesh was implanted. The patient experienced minor suburethral tape erosion and discomfort during intercourse. The suburethral portion of the mesh was removed on (B)(6) 2018. No additional information has been provided.